Event description:
It was reported that pauses were noted on the electrocardiogram and there were multiple stored episodes with non-physiologic rates. The noise was not able to be recreated with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 implantable pulse generator, (B)(6) 2008. (B)(4).